Event description:
A medwatch report was received indicating that during vitrectomy surgery, bubbles were noted in the tubing of the machine. Multiple attempts have been made to obtain additional information, but none has been provided.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event, and the root cause is therefore unknown at this time. (B)(4). Device (B)(4) (air leak). (B)(4).